Event description:
On (B)(6) 2012 at the ssu at (B)(6) reported that the vacuum was unstable on the vacuum controller (vavd) serial number(sn): (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this event. The device was tested per the service protocol but the failure was not reproduced. (B)(4).